Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the patient in receiving multiple drips (2 sets of pcus with 4 lvps each). While transporting the patient from operating room to intensive care unit, all devices shut down. It was noted that the devices had a "red" alert and gave "channel error" message. The end user turned the pcus back on. However, the infusion restore feature was not available and the clinician resorted to manually reprogramming all drips. It was then reported that the patient's blood pressure went down and the physician had to give intravenous push medications.

Event description:
It was reported that the infusion pumps shut down while patient was receiving multiple drips (2 sets of pcus with 4 lvps each). The alaris devices were plugged-in, in the patient¿s intensive care unit (ICU) room and the clinical staff had just finished transferring the patient from the operating room and were getting patient settled. There was no other special equipment in the room at the time of the event (there was no x-ray, CT machines or anything other than the standard ICU room set up). There was no reports of malfunctions on other medical equipments or power issues throughout the hospital that day. It was noted that the devices had a "red" alert and gave "channel error" message. The end user turned the pcus back on. However, the infusion restore feature was not available and the clinician resorted to manually reprogramming all drips. It was then reported that the patient's blood pressure went down and the physician had to give intravenous push medications.

Event description:
It was reported that the infusion pumps shut down while patient was receiving multiple drips (2 sets of pcus with 4 lvps each). The alaris devices were plugged-in, in the patient¿s intensive care unit (ICU) room and the clinical staff had just finished transferring the patient from the operating room and were getting patient settled. There was no other special equipment in the room at the time of the event (there was no x-ray, CT machines or anything other than the standard ICU room set up). There was no reports of malfunctions on other medical equipments or power issues throughout the hospital that day. It was noted that the devices had a "red" alert and gave "channel error" message. The end user turned the pcus back on. However, the infusion restore feature was not available and the clinician resorted to manually reprogramming all drips. It was then reported that the patient's blood pressure went down and the physician had to give intravenous push medications.

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. It was determined through investigation of the returned devices that the initially reported medical device catalog # 8015 alaris pcu 1.5 module with sn # (B)(4) is a concomitant and this file has captured the correct suspect device with serial number# (B)(4) as per investigation report.

Event description:
It was reported that the patient in receiving multiple drips (2 sets of pcus with 4 lvps each). While transporting the patient from operating room to intensive care unit, all devices shut down. It was noted that the devices had a "red" alert and gave "channel error" message. The end user turned the pcus back on. However, the infusion restore feature was not available and the clinician resorted to manually reprogramming all drips. It was then reported that the patient's blood pressure went down and the physician had to give intravenous push medications.